Manufacturer narrative:
(B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified; therefore no corrective action is required.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). During advancement of the 3.5x23mm xience xpedition stent delivery system (sds) onto the non-abbott guide wire, resistance was met, and the xience xpedition sds became stuck on the guide wire. Reportedly, the guide wire was very sticky. During forceful removal of the xience xpedition sds from the guide wire, the sds shaft separated. The separated xience xpedition sds shaft was removed without complication as it was not inside the patient's anatomy. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.